Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a leak in the iab and blood was noted. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter with the one-way valve attached. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The optical fiber was found to be broken within the catheter tubing approximately 57.9cm from iab tip. We were unable confirm the reported leak, blood in tubing problem. The optical fiber was found to be broken. We are unable to determine when this may have occurred. A device and lot history record review and trend evaluation was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a leak in the iab and blood was noted. There was no reported injury to the patient.